Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of greater than 200 ohms. This occurred during the implant procedure. The cautery feature was unplugged and the impedance was still out of normal range. Technical services discussed it was possibly a right ventricular (rv) lead issue. Ultimately, the physician decided to place a different rv lead along with the ICD. The device remains in service. No adverse patient effects were reported. Additional information was received that the ICD was explanted due to shock impedance measurements of greater than125 ohms. A new device was implanted. No additional adverse patient effects were reported.